Manufacturer narrative:
Medtronic received the following information from a journal article entitled; an unusual case of type iiib endoleak after repeat thoracic endovascular aortic repair at acute-angled arch: a case of fabric tear by bare-metal stent. Nemoto a., yoshitake a., shimizu h. Asian cardiovascular thoracic annals, 2022 jun 01; 30(5):580-582 doi: 10.1177/02184923211019839. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a descending taa on an unknown date. A 38 x 38 x 200mm was implanted proximally and a 34 x 34 x 200mm implanted distally. 3.5 years later the patient underwent a repeat tevar for a enlarged distal aortic arch and a descending thoracic aortic aneurysm, a non mdt stent graft was implanted proximally , and a valiant 28 x 38 x 200mm was placed just above the celiac artery. Six months later, a (CT) showed an acutely enlarged aneurysm, which had expanded from 80 to 96 mm since the second operation. Computed tomographic angiography both with arterial- and delayed-phase acquisitions revealed no endoleaks. Due to the rapid growth of the aneurysm , an open procedure was performed where a total arch replacement using the elephant trunk te chnique with a selective antegrade cerebral perfusion was completed. Next, an elephant trunk was put in, excised the bare-metal portion of the previous non mdt endograft, and this created a distal anastomosis. The brachiocephalic artery and left common carotid artery were re implanted individually. No notable injury or leaking point in the arch side was noted. In the second stage of the operation, performed one month later, the aneurysm was exposed through the fifth left intercostal space. To monitor the sac pressure, a 23-gauge needle was inserted into the sac; the pressure was 58/46 mm hg, pulsatile, compared with a systemic pressure of 79/35 mm hg. Femoro femoral partial cardiopulmonary bypass was established. The distal descending thoracic aortic artery was clamped, and the aneurysm sac was opened longitudinally. Bright red blood was leaking from the side at the lesser curvature of distal aortic arch. Neither type I nor type ii endoleaks were detected, but it was discovered that the tip of the bare metal stent of the smaller outer valiant from the first tevar had penetrated a fabric portion of the non mdt (relay) graft. A small hole in the fabric was clearly visible. The endografts were explanted and replaced with a vascular graft. The patient¿s postoperative course was uneventful. No additional clinical sequalae were provided and the patient is fine.